Event description:
Patient reported infusion device displaying "2.01" and "----". He indicated the power pack was installed on 12/01/06 and did not last 2 weeks. Patient indicated that he was aware of the power pack recall, but did not change the power pack every two weeks as recommended. Company representative explained the importance of changing the power pack every two weeks. He did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.